Event description:
It was reported that the lead dislodged. The physician elected to switch to a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the distal portion of the lead was returned, analayzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.